Event description:
During service of the unit, the turbine would not turn on, delivering no volume and giving constant disc/sence alarm (audible/visual). Replaced the motor board, due to an intermittent connection, to correct the failure mode.